Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of additional info.

Event description:
The plaintiff's atty alleges that the pt experienced myocardial infarction, and expired on the same day. The plaintiff's atty further alleges that this event was caused by the pt's exposure to the prod administered during dialysis treatment.